Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Pacemaker (B)(6) 1998; 4024-58 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that during an unrelated procedure it was noted there were low atrial and ventricular lead impedances. The leads remain in use. No patient complications have been reported as a result of this event.